Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: background: the obstruction of the main bile duct by a foreign body, followed by lithogenesis at that level, is rarely encountered in the literature especially when the foreign body is a plastic biliary stent. We have not found referrals concerning the stone formation as a complication at the level of a biliary stent. Case report: a 59-year-old female patient was referred with abdominal pain and jaundice. The patient had had a biliary prosthesis inserted 42 months earlier for treatment of biliary stenosis and fistula, complications that occurred after a laparoscopic cholecystectomy. Imaging investigations evidenced the presence of obstructive jaundice and the biliary stent with gall stones adherent on its surface. After the failure of an endoscopic extraction attempt, surgical intervention ensured the removal of the stent and the gallstones formed on its surface. Conclusion: the particularity of the case consists of the rarity of such a complication after biliary stenting. At the same time, it emphasizes the need for postoperative follow-up, in order to avoid this kind of complication, potentially fatal lab evaluation: 1 x clbs-10-5 device of an unknown lot number was involved in this complaint. The device was not returned for evaluation. Therefore, a document based investigation was completed. Clinical review: the medical advisor at cook ireland reviewed the complaint. The feedback is as follows: ¿gall stones adherent on its surface in this case is a foreseeable adverse event as the stent had been indwelling 42 months and this exceeds the service. I wouldn¿t think that it is an usual complication of leaving a device indwelling for such a long period of time as most physicians will follow up the patient and schedule for the stent replacement timely. I suspect that either this patient might¿ve been lost by following-up or the patient didn¿t bother going back to hospital if the patient felt fine until the event occurred¿. Engineering review: the following feedback was provided from research and development (r&d): the device is not intended to be left indwelling longer than 3 months as this is what the design testing was limited to. The ¿as directed by the physician¿ relates to the fact that the device may require to be removed sooner than 3 months due to blockage. Periodic evaluation (of the device), which should detect blockage, is recommended in the IFU. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. A possible root cause may be attributed to user error as the stent was left indwelling for an excessively long period (42 months) and the patient may not have been reviewed periodically by the physician when the stent was in situ. The precautions in the instructions for use state that the device should not be in dwelling for more than three months and periodic evaluation is recommended. The complaint is confirmed based on the customer¿s testimony. Fqc review: prior to distribution, all clbs devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. IFU review: it may be noted that according to the instructions for use, the user is advised of the following precautions: ¿the device should not be left in dwelling for more than three months or as directed by a physician. Periodic evaluation is recommended¿. Summary: the complaint is confirmed based on the customer¿s testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Reporting required based on the requirement for a surgical intervention. Background: the obstruction of the main bile duct by a foreign body, followed by lithogenesis at that level, is rarely encountered in the literature especially when the foreign body is a plastic biliary stent. We have not found referrals concerning the stone formation as a complication at the level of a biliary stent. Case report: a (B)(6) female patient was referred with abdominal pain and jaundice. The patient had a biliary prosthesis inserted 42 months earlier for treatment of biliary stenosis and fistula, complications that occurred after a laparoscopic cholecystectomy. Imaging investigations evidenced the presence of obstructive jaundice and the biliary stent with gall stones adherent on its surface. After the failure of an endoscopic extraction attempt, surgical intervention ensured the removal of the stent and the gallstones formed on its surface. Conclusion: the particularity of the case consists of the rarity of such a complication after biliary stenting. At the same time, it emphasizes the need for postoperative follow-up, in order to avoid this kind of complication, potentially fatal.